Event description:
Drained up on both sides [arthrocentesis]. Knees are more swollen [injection site joint swelling] ([walking difficulty], [joint stiffness], [condition aggravated], [joint range of motion decreased]). Case narrative: initial information was received on (B)(6) 2023 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: na; country: canada. Study title: patient support program involving synvisc one. This case involves a 64-year-old female patient whose knees were drained up on both sides and whose knees were more swollen while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), and family history were not provided. On (B)(6) 2023, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection in the right knee at a dose of 1 df once at strength:48 mg/6 ml via intra-articular (with an unknown batch number and expiry date) for osteoarthritis. Information on the batch number was requested. The patient reported on an unknown date in (B)(6) her knees were swollen ((injection site joint swelling) and I could barely walk (gait disturbance) (latency: few days). It was my left knee that was really bad, it was gone on the bones. I'm going for a MRI on (B)(6). Both knees were affected by osteoarthritis, the left one was doing a little better every day. The problem was that it was very tight in the back (joint stiffness) too. It was starting to loosen up a bit, but my right knee, which wasn't as bad, was the worst. It was tight in the backed and more swollen (condition aggravated). So I've iced and elevated them. I would just liked to knew if you had any information on how long it would took to settled down. I had synvisc-one injections in the past. The first two times, all went well, it was also injections to both knees, the effect lasted a year each time, and they was administered a year apart. The third time was bad, both my knees blew up. I had to went to the emergency room to had them drained up on both sides (aspiration joint) ) (onset date: (B)(6) 2023; latency: few days) . I haven't done these injections in about 6 years, and the orthopedic surgeon suggested I try again. It felt so tight in the backed of my legs. I could not bend them (joint range of motion decreased). It started to loosen up today. I had to hold on to the furniture to get around the house. Could I apply some voltaren?" Action taken with hylan g-f 20, sodium hyaluronate (synvisc one) was not applicable for both events. Corrective treatment: iced for injection site joint swelling and not reported for aspiration joint. Outcome: unknown for both events. Reporter causality: not reported for both events. Company causality: not reportable for both events. Seriousness criteria: medically significant and intervention required for the event of aspiration joint.

Event description:
Can barely walk [walking difficulty]. Knees are more swollen [injection site joint swelling]. Pain [injection site joint pain]. Case narrative: initial information received on 10-nov-2023 regarding a solicited valid non-serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 64-year-old female patient who can barely walk, experienced knees are more swollen and had pain while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2023, the patient started taking hylan g-f 20, sodium hyaluronate injection at the dose of 1 df for once via intra-articular route (batch number; expiry date: unknown) for osteoarthritis in right knee. Information for batch number and expiry date requested. On (B)(6) 2023, the patient developed a non-serious "can barely walk" (gait disturbance), "knees are more swollen" (injection site joint swelling) and "pain" (injection site joint pain) (unknown latency) following the first dose intake and (unknown latency) following the last dose intake of hylan g-f 20 and sodium hyaluronate. It was reported "patient was administered an injection of synvisc-one last tuesday, one in each knee, and is now experiencing adverse reactions, such as a swollen knee, pain and difficulty walking. She reported: "my knees are swollen and I can barely walk. It's my left knee that's really bad, it's going on the bones. I'm going for an MRI on (B)(6). Both knees are affected by osteoarthritis, the left one is doing a little better every day. The problem is that it's very tight in the back too. It's starting to loosen up a bit, but my right knee, which wasn't as bad, is the worst. It's tight in the back and more swollen. So I've iced and elevated them. I would just like to know if you have any information on how long it will take to settle down. I have had synvisc-one injections in the past. The first two times, all went well, it was also injections to both knees, the effect lasted a year each time, and they were administered a year apart. The third time was bad, both my knees blew up. I had to go to the emergency room to have them drained up on both sides. I haven't done these injections in about 6 years, and the orthopedic surgeon suggested I try again. It feels so tight in the back of my legs. I can't bend them. It started to loosen up today. I have to hold on to the furniture to get around the house. Can I apply some voltaren?" Action taken with hylan g-f 20, sodium hyaluronate (synvisc one) was not applicable. Corrective treatment: icing for injection site joint swelling; not reported for rest both the events. Outcome: unknown for all the events. Reporter causality: not reported for all the events. Company causality: reportable for all the events. A product technical complaint (ptc) was initiated on 10-nov-2023 for synvisc one (batch number: unknown) with global ptc number: (B)(4). The sample status was not available. Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class had been updated to ii. (Em 13nov2023). Investigation (em 13nov2023), the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process as per rid-qu-sop-0040594. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis as per rid-qusop-0000641 to determine if a CAPA was required. The final investigation was completed on 14-nov-2023 with summarized conclusion as no assessment possible. Additional information was received on 14-nov-2023 from quality department. Global ptc number and ptc results added. Clinical course updated and text amended accordingly. Local comments: downgrade.